Manufacturer narrative:
Patient age - over 18 years. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure it was noticed that the stent was missing from the stent delivery system. The physician opened the package for the 3.00x16mm liberte stent delivery system (sds) and found that the stent was missing from the sds. The stent was not found in the package or on the table. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "fine".